Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm approximately 2 months ago. The proximal neck angulation and thrombus was mild. The patient had a coil embolization before his stent graft placement. It was reported that the patient presented with limb occlusion at the 1 month follow up, although there were no symptoms. The physician used a thrombolysis balloon and also placed a balloon expandable stent in the left iliac/external iliac. The stent looked quite open; however, ivus showed some crimping of the stent at the iliac bifurcation. It looked much better after placement of another manufacturer's balloon expandable stent. No additional clinical sequelae were reported, and the patient is fine. An internal review of the films at pre-implant show a tortuous left common iliac which is calcified. The lcia is aneurysmal, but narrows down to approximately 8 mm at the acute bend. The stent graft in-vivo position could not be evaluated as films post-implant were not provided.

Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion). Results and conclusions: (severely tortuous left common iliac).